Event description:
Boston scientific received information that tachycardia therapy was programmed off in this cardiac resynchronization therapy defibrillator (crt-d) for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
Additional information was received from the local field representative that tachycardia therapy had been programmed off during an unrelated procedure and was inadvertantly not programmed back on following the procedure. The patient was subsequently seen in-clinic and tachycardia therapy was programmed back on. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.